Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device part number 314.27 lot number 5069126. Manufacturing location: (B)(4). Date of manufacture: august 26, 2005. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A product development investigation was performed for the subject device (large hexagonal screwdriver, part number 314.27 , lot number 5069126). The subject device was returned with the complaint condition stating the screwdriver was received at cq in two pieces. The shaft has broken at the location it was secured to the handle with dowel pins. The dowel pins and proximal portion of the shaft remain in the handle. The complaint is confirmed. A visual inspection under 5x magnification, dimensional inspection, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture. The diameter of the shaft near location of breakage measured 7.796mm (micrometers om521) which is within specification of 7.8mm - 0.02mm per screwdriver shaft component drawing. Screwdriver assembly drawing and screwdriver shaft component drawing were reviewed during this investigation. No product design issues or discrepancies were observed. No root cause could be determined. The most probable cause is excessive force on this 12+ year old reusable screwdriver. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was noted to be broken during the procedure performed on october 19, 2017; however, it is unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 314.27, lot # 5069126: supplier lot number: na, release to warehouse date: na, manufactured by: (B)(4): a DHR file that includes the pertinent information could not be found for reported part 314.27 with lot # 5069126 combination in synthes systems. If new information regarding the part identifiers becomes available, this DHR review will be revisited. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femur revision surgery of competitor¿s devices on (B)(6) 2017, while tightening a screw with a large hexagonal screwdriver it was noted the pin inside had broken and device was not working. No fragments were noted there was another large hexagonal screwdriver readily available for use. The surgery was completed successfully with no delay, no medication intervention and the patient was fine. This report is for one (1) large hexagonal screwdriver this is report 1 of 1 for complaint (B)(4).